Event description:
Per provider the pilot valve is leaking. Per the independent repair center the unit has low o2 or a yellow light. The pilot valve on the manifold is leaking. The o ring on the manifold is defective. The tie strap on the seive beds is defective and f tube on the manifold is leaking. The ty wrap on the manifold is defective and the clamps on the manifold are defective.